Manufacturer narrative:
Concomitant medical products: d384drg ICD implanted: (B)(6) 2014, 407665 lead implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted that the right ventricular defib impedance was steady at approximately 40 ohms through (B)(6) 2016, and rises out of range by (B)(6) 2016. The svc defib impedance was steady at approx. 54 ohms through (B)(6) 2016, and rises out of range by (B)(6) 2016.

Event description:
It was reported that in (B)(6) 2014 the patient had a right ventricular (rv) lead revision because of problems with the pace/sense path of the rv lead. A new pace/sense path lead was implanted at that time. Now the rv/scv (right ventricular/ superior vena cava) path of the same lead is affected as there is increased and high impedance of the lead and a lead integrity alert was triggered. The physician elected to cap the rv lead and explant the rv pace/sense lead. A new rv lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.